Event description:
It was reported that the catheter broke off via medwatch mw5098580. A 6f guidezilla ii guide extension catheter was selected for use. During withdrawal, it was noted that catheter broke off within the interventional guide catheter. No patient complications were reported.

Event description:
It was reported that the catheter broke off via medwatch mw5098580. A 6f guidezilla ii guide extension catheter was selected for use. During withdrawal, it was noted that catheter broke off within the interventional guide catheter. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified main circumflex artery. The physician removed the guidezilla over an interventional guidewire post pci and noticed the catheter tip of the guidezilla was missing. They fluroed the guide catheter and the broken off guidezilla was still contained within the catheter. They removed the guide catheter and the interventional guidewire as a unit. They were able to extract the broken off guidezilla tip from the guide catheter outside the body. The procedure was completed with this device.